Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device triggered the lead safety switch due to out of range impedance measurements. Testing revealed impedance measurements within range in unipolar configuration. As a result, the device remains programmed to unipolar configuration. No adverse patient effects were reported.